Event description:
It was reported that in 2002 following pelvic floor reconstruction and abdominal hysterectomy performed in 2001, the patient developed abdominal pain and vaginal discharge. The patient was treated with cipro and flagyl. No cultures were performed. In 2002, the implanted tissue was removed. No further complications have been reported.